Manufacturer narrative:
Patient¿s height reported as 169 inches. Patient¿s identifier is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number is not provided for reporting. (B)(4) used to capture additional medical/surgical intervention required. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent a procedure to treat a femoral neck fracture on (B)(6) 2018 with plate and screws. During the procedure surgeon first used dynamic hip and condyler screw (dhs/dcs) lag screw on locking compression (lcp) plate, but there was failure as surgeon didn¿t notify the screw diameter. Several attempts were made to remove the screw. Then surgeon used another dhs/dcs screw with the plate. During the procedure the dhs/dcs connecting screw broke inside dhs/dcs screw. All broken off fragments were removed from the patient. Surgery was delayed for unspecified amount of time due to reported event. Procedure was completed successfully with no patient consequences reported. Patient outcome reported as good. Concomitant devices reported: dhs/dcs-scr ø12.5 l90 sst (part # 280.900s, lot # l047458, quantity 1), lcp dhs-pl 130° 3ho l76 standbarrel sst (part # 02.224.203s, lot # l806668, quantity 1), extract-screw coni f/scr ø4.5+6.5 (part # 309.530, lot # unknown, quantity 1). This report is for one (1) connecscr f/dhs/dcs-wrench no. 338.300. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted for part: 338.310, lot: l520297: manufacturing site: hägendorf, release to warehouse date: 09 october 2017: the device history record shows this lot of 94 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The sub-component 50101706 is not lot tracked but can be related to work order referencing drawing. The review has shown that with tube 4.95x2.6mm 1.4301 the correct material was used and was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: the visual inspection has shown that the threaded tip section is completely broken off. The broken tip was not returned for evaluation. Dimensional inspection: measurement outer diameter per relevant drawing. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Material review: not required per selected investigation flow as root cause is use related. Summary: the received condition of the instrument is concordant with the complaint description and the complaint condition is confirmed. The measurable dimensions were checked as far as possible and found to be in compliance with the technical drawings at time of manufacturing. Unfortunately, we are not able to determine the exact cause which has led to this occurrence. We only can assume that a mechanical overloading situation has caused the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in france as follows: it was reported that a patient underwent a procedure to treat a femoral neck fracture on (B)(6) 2018 with plate and screws. During the procedure surgeon first used dynamic hip and condyler screw (dhs/dcs) lag screw on locking compression (lcp) plate, but there was failure as surgeon didn¿t notify the screw diameter. Several attempts were made to remove the screw. Then surgeon used another dhs/dcs screw with the plate. During the procedure the dhs/dcs connecting screw broke inside dhs/dcs screw. All broken off fragments were removed from the patient. Surgery was delayed for unspecified amount of time due to reported event. Procedure was completed successfully with no patient consequences reported. Patient outcome reported as good. Preliminary evaluation of the returned devices revealed that both lag screws were expanded and damaged. Concomitant devices reported: dhs/dcs lag screw 12.7mm thread/60mm (280.600, lot l261421, quantity 1), 130 degree lcp dhs plate standard barrel 3 holes/76mm (02.224.203s, lot l806668, quantity 1), dhs/dcs lage screw 14.0mm thread/90mm (280.490, lot 9882468, quantity 1). This report is for one (1) dhs/dcs coupling screw this is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient¿s height reported as 169 cms. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.